Manufacturer narrative:
Per good faith effort (gfe) response received 16apr2026, the customer's hospital equipment department replaced the oxygen supply pipeline joint. The customer replaced the oxygen supply pipeline joint to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen supply pipeline joint failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an oxygen supply pipeline joint failure occurred. This investigation is ongoing.